Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 48-105 mg/dl. Cause for low blood glucose was unknown. Customer drank juice to address blood glucose. Customer declined to further troubleshoot the low blood glucose with tandem technical support, therefore no additional information could be obtained.